Manufacturer narrative:
B3 - date of event: the event date were not provided. Therefore, this date was estimated to the boston scientific aware date. D6a - implant date: the implant date was not provided. Therefore, this date was estimated to 30 days prior to the estimated event date. Detailed product information was not provided to bsc, and was unavailable. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Investigation results: labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the eluvia device confirmed that the reported events are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported via literature that the study subject experienced in stent occlusion due to stent expansion failure. The following information was obtained at the japan endovascular treatment conference (jet) 2026. The presentation title was "a case of early stent occlusion after superficial femoral artery treatment." The study referenced was a case study involving a 66-year-old male undergoing maintenance dialysis. The patient was diagnosed with critical limb ischemia, and endovascular therapy (evt) was performed for severe stenosis with calcification in the right superficial femoral artery (sfa). Wiring was performed using the arcadia technique, and an eluvia stent was placed after balloon dilation. Good blood flow was obtained and the procedure was completed. However, one month later, the patient developed acute limb ischemia (ali) due to stent occlusion. It was considered that expansion failure of the eluvia stent due to calcification was the cause of the ali. No further details were provided regarding patient or device specific information.

Manufacturer narrative:
B3 - date of event: the event date were not provided. Therefore, this date was estimated to the boston scientific aware date. D6a - implant date: the implant date was not provided. Therefore, this date was estimated to 30 days prior to the estimated event date. Detailed product information was not provided to bsc, and was unavailable. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via literature that the study subject experienced in stent occlusion due to stent expansion failure. The following information was obtained at the japan endovascular treatment conference (jet) 2026. The presentation title was "a case of early stent occlusion after superficial femoral artery treatment." The study referenced was a case study involving a 66-year-old male undergoing maintenance dialysis. The patient was diagnosed with critical limb ischemia, and endovascular therapy (evt) was performed for severe stenosis with calcification in the right superficial femoral artery (sfa). Wiring was performed using the arcadia technique, and an eluvia stent was placed after balloon dilation. Good blood flow was obtained and the procedure was completed. However, one month later, the patient developed acute limb ischemia (ali) due to stent occlusion. It was considered that expansion failure of the eluvia stent due to calcification was the cause of the ali. No further details were provided regarding patient or device specific information.